Event description:
It was reported that the "pump button to deliver a quick bolus" feature "never worked". There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.